Event description:
Early 80¿s female with new onset of rectal bleeding. Procedure: internal mammary artery (ima) angiogram, left colic artery branch ima and superior angioplasty rectal artery angioplasty. There was a deployment malfunction then the microcatheter broke near the hub. No known harm to patient. Another device used for procedure without problems. Manufacturer response for device, vascular, for promoting embolization, idc¿ (per site reporter). Will obtain.